Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: "potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿.

Event description:
The user facility reported a 70-year-old female in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that while on support, the impella cp was unable to run any higher than p1 and the patient had weak distal pulses noted on the right lower extremity. Vascular surgery was consulted and the impella was removed. The patient was reported to be stable.

Manufacturer narrative:
The investigation for the reported low pump flow and limb ischemia has been completed. No product was returned. Data logs were reviewed and several suction alarms observed with low flow. No motor current spike or other abnormalities were found. The cause of the low pump flow issue was not determined since product was not returned and due to inconclusive evidence per log review and insufficient clinical information. The cause of the low pump flow could not be determined. In accordance with updated procedures, section d6 has been revised from the initial submission.

Manufacturer narrative:
B2 additional outcome added. B5 updated with additional patient information. H6 health effect - impact code 4626 added to reflect patient outcome the following have been reported incorrectly or missing from manufacturer device report 1220648-2024-09154. F6/f8-should have been left blank. G1 reporting contact email revised in accordance with updated procedures. G1 reporting contact fax number missing.

Event description:
Additional information received that an above knee amputation was performed due to the patient having rhabdomyolysis.